Manufacturer narrative:
(B)(4). - a follow up will be filed should additional information related to this incident become available in the future.

Event description:
The dealer alleges that the end user stated that, while driving the chair, it abruptly stopped and threw him to the ground at his community home. He stated that the end user is a (B)(4) vet that has no legs and didn't have his seat belt on. The chair shows a e09 error code. He has replaced the first part of the spj cable and he's getting the same issue. He stated that new tires and a new cable were put on the chair. The chair stopped suddenly again, but he did not get thrown from the chair.